Manufacturer narrative:
(B)(4). Representative samples of the needle were tested and (B)(4) failed requirements for ductility.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle broke during use. All pieces were retrieved during the same procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.